Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with cystoscopy on (B)(6) 2011 due to stress urinary incontinence and mesh was implanted into the patient. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding. It was reported that patient underwent cystoscopy, pelvic exam and bilateral retrograde pyelography on (B)(6) 2011 due to pelvic pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient experienced urinary hesitancy, dysuria, and frequency.